Event description:
It was reported by the systems longevity study team that the left ventricular (lv) lead had no capture at the maximum output. It was further reported that the lv lead was programmed off. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.